Event description:
One pt with ft4 results that don't fit clinical picture of pt. Initial ft4 result 26.5, repeat 18.5. Pt also reports an initial tsh result of 0.70. Units of measure were not provided. No adverse events reported in association with the incorrect results. In add'l info is rec'd, appropriate notification will be provided.